Event description:
It was reported that this left ventricular (lv) lead exhibited high capture thresholds and loss of capture (loc). It was also noted that the lead exhibited gradually decreasing pacing impedance but still remain within range over the past 3 to 4 weeks. The patient fell a couple of weeks ago and has been feeling unwell. It was noted that the patient was going through a metabolic crisis at the time. The lead remains in use. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).